Event description:
Caller reported that his son is using a competitive device and has been having problems with his infusion sets occluding. This had caused the patient to experienced high blood glucose. The caller could not find any kinking or tears in the tubing. The competitive device did not indicate an occlusion.